Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on july 12, 2024, with catalog mcghan 300cc. Based on the product analysis performed, the assessments of the complaints are: ¿ deflation : opening assessed as fold flaw opening. As per the investigation procedure crease wear abrasion particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "deflation". Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #emdr-(B)(4). Aware date should have been listed as 08/aug/2024.

Event description:
Healthcare professional reported left side "deflation". Device has been explanted and replaced.

Event description:
Healthcare professional reported left side "deflation". The device has been explanted and replaced.